Manufacturer narrative:
This report is for one of the two valves that shifted and is related to the following patient identifiers: (B)(6). Since the device is unknown, olympus has selected "svs-v7-00" as a representative product. For additional information, please refer to the following link for the facebook post: https://www.facebook.com/742865081174811/posts/1125187362942579?comment_ID=2057053261438325. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported via social media (facebook) that after having two valves placed about a year ago, the patient underwent a computed tomography (CT) scan which confirmed the valves had shifted. The two valves were removed from the left lower lobe and four valves were placed in the patient's upper lobe. The following day, the patient¿s lung collapsed, and a chest tube was inserted. Shortly after, the patient¿s lung ripped, requiring a second chest tube placement. The patient developed an infection and was admitted to the intensive care unit (ICU). A fifth valve was implanted in the lower lobe, and the patient's lung collapsed again. The patient remained in the ICU for a total of 16 days. The patient was discharged with one chest tube, which has since been removed.